Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Painful mouth ulcer, ripping gum (gingival injury), huge painful gash in mouth (mouth injury), painful mouth (oral pain), bottom section of the toothbrush brush came loose and all of a sudden broke off, exposing metal wire (device breakage). Case description: a consumer, a female age unspecified, used an oral-b vitality dual clean rechargeable toothbrush (oral-b dualaction/dual clean brushheads and oral-b vitality series toothbrush) a few days ago and while brushing reported the following: the bottom section of the toothbrush brush came loose and all of a sudden broke off, exposed a metal wire; the metal wire from the brush ripped her gums; left a huge painful gash in mouth which turned into a painful mouth ulcer. The case outcome was unknown.